Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation. Please void this submission as file found to be a duplicate of 1038671-2017-00600.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to fractured prosthesis. This event occurred outside of the us, in france, and was discovered as part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components due to fractured prosthesis. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.